Event description:
In 2009, while assisting the pt with priming his infusion set, he stated that insulin was not dripping from the end of the connector needle, but was instead dripping from the base of the needle. He attached a new infusion tubing and primed and insulin dripped from the end of the connector needle. He stated that he changed the infusion set last night and does not believe he was receiving insulin. He woke up with a blood glucose reading of 409 mg/dl. He stated that the infusion site was not wet and he did not smell insulin. Upon follow up the next day, the pt stated that "things are pretty much back to normal." The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.